Event description:
One patient sample with discrepant tsh and free t3 results when compared to repeat results from another analyzer - different methodology. Initial tsh result 0.38 miu/l; free t3 15.1 pmol/l. Same sample repeated gave tsh result of 0.92 miu/l and free t3 result of 4.7 pmol/l. If additional information is received, appropriate notification will be provided.